Event description:
Customer reported getting an adc reading of 167 mg/dl but feels lower than that. Customer feels dizzy and clammy; called paramedic, got a reading of 47 from the hcp meter; given oral glucose but did not bring sugar up; taken to the ER, given IV glucose and discharged after glucose level went back to normal. The reported hypoglycemic event and the third party intervention needed for the event is not consistent with the meter reading.